Event description:
A hospital in (B)(6) reported via their distributor that they found leakage from the water trap of an rt206 adult breathing circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt206 adult breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the water trap of the breathing circuits consists of two parts where the lower part can be removed during use for draining water. Upon investigation, a leak was found in the seal between the water trap bowl and the water trap top. A lot check could not be performed as no lot number was provided for this device. Conclusion: a leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport or storage. (B)(4).